Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited high pacing impedance measurements. Diagnostic imaging was performed and revealed no abnormalities. The physician alleged that this potentially was due to suture sleeve tie down was too tight. The ra lead was explanted and replaced. The patient had no adverse consequences.